Event description:
Approximately 10 days after the fixator was applied to treat a distal radius fracture, the pt noted the distal portion of the fixator was loose. The fixator was replaced. There was no injury or loss of fracture reduction.